Manufacturer narrative:
H3, h6: the system was evaluated in the field. The system functioned as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was unplugged from wall power, the screen went black. It is unclear if this happened to both monitors or just one. It is also unclear if this was a system shutdown or if the message related to video populated. A battery stress test was performed for troubleshooting. Before being unplugged from wall power, both carts had 100% battery. After unplugging, no black screen was observed. Both carts were at 85% battery after three minutes. There was no patient involvement.